Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained oversensing was observed on the ventricular channel due to myopotentials. Noise could not reproduced in clinic. Device was explanted and replaced. Patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported field event of a sensing anomaly was confirmed in the laboratory via review of stored egms. The device was tested on the bench and no anomalies were found.